Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly possible infection "septic revision" on board at hospital cultures were taken. New 17mm size 2 poly was implanted.